Event description:
The issue involves millennium helix for laboratory. Millennium helix is a solution designed especially for the molecular diagnostics of infectious disease, molecular pathology, clinical genetics and traditional cytogenetics. The issue was introduced in the initial release of the solution in (B)(6) 2004. The issue occurs when the user adds consulting physicians to a helix case and these physicians are not associated with results or report procedures in the case. Consequently, the consulting physicians do not receive the results and reports in chart distributions. Pt care could be adversely affected, as the consulting physician may not receive molecular diagnostic results that could impact treatment decisions.

Manufacturer narrative:
Model number: this issue affects the following releases: lab 2004.m04.02.0 cumulative production package (B)(4). Lab 2004.m04.03.0 cumulative production package (B)(4). Lab 2005.01 cumulative production package (B)(4). Lab 2005.02 cumulative production package (B)(4). Lab 2007 cumulative production package (B)(4). Lab 2007.17 release update package (B)(4). Lab 2007.18 release update package (B)(4). Lab 2007.19 release update package (B)(4). Lab 2010.01 release update package (B)(4). Cerner distributed a priority review flash notification on (B)(4), 2010 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corp will provide a f/u report when the software modification is available.